Event description:
Subsequent to the initial medwatch report, additional information was received stating that there was a xience xpedition 3.0 x 15 mm stent in the proximal lad which the xience xpedition had difficulty crossing. Post procedure, the same day, there was a non-serious slightly elevated creatinine kinase-myocardial band (ck-mb) level which resolved without treatment or further adverse patient sequela the next day. The patient was discharged home the same day. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Test results: (B)(6) 2013: ck=160 u/l, normal upper limit 170; (B)(6) 2013: ck-mb=8.17 ng/ml, normal upper limit 4.08.

Event description:
It was reported that during a proximal circumflex stenting procedure, a xience xpedition stent delivery system (sds) was advanced and met resistance with the stent struts of another implanted unspecified stent in the left anterior descending artery (lad). An angioplasty was done with a non-abbott balloon and an attempt was made to re-cross the same xience xpedition sds again. The stent dislodged from the sds and a snare was used to retrieve the dislodged stent successfully. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no indication of a product deficiency.